Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the patient diagnosis of air in the abdominal cavity (pneumoperitoneum) and peritonitis and pd therapy on the liberty select cycler with cycler set. The pdrn stated that the patient was experiencing issues with the cycler, however, it was never specified to what the issues were. There is no direct allegation reported of a machine malfunction against the liberty select cycler related to this event. Based on the available information a cause of the air in the abdomen and the peritonitis cannot be concluded, however, the nephrologist did state that the amount of air seen on the CT scan was normal. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During follow up for a separate event it was reported the patient was hospitalized for air detected in the abdomen (volume unknown). Upon follow up with the peritoneal dialysis nurse it was determined that the patient identification was incorrectly reported in the initial follow up. Further information was obtained documenting that the patient was hospitalized (B)(6) 2018 (unknown signs/symptoms) and subsequently diagnosed with peritonitis. Per the pdrn, the patient was having unspecified issues with the liberty select cycler prior to hospitalization. The pd effluent culture results were negative for growth, however the white blood cell (wbc) count was 1753. The patient was treated with vancomycin and fortaz (route, dose, strength, frequency and duration unknown). The patient underwent a computed tomography (CT) scan (unknown date) which showed air in the abdominal cavity and per the nephrologist the amount (unspecified) was normal and not serious. The patient¿s catheter (not a fresenius product) was checked for leakage, however, no abnormality was seen. No further hospital course is known. The patient was discharged (B)(6) 2018 and was seen at the clinic in good condition on (B)(6) 2018

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.